Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "infective endocarditis of a left atrial appendage closure device: a case report and literature review" was reviewed. It was reported that on an unknown date, a amplatzer amulet was implanted in a patient with arterial hypertension, pulmonary hypertension, severe tricuspid regurgitation, permanent af, and recurrent bleeding on oral anticoagulation. 20 months later, the patient presented with fever and fatigue lasting for two days accompanied by chills and decreased alertness. On admission, the initial work-up revealed an elevated white blood cell count, c-reactive protein level, and high procalcitonin level. Gall bladder wall thickening without cholecystolithiasis was also noted. Blood cultures were performed and showed staphylococcus aureus, for which intravenous antibiotic therapy was started. A transesophageal echocardiography was then performed which showed a laa closure device¿associated mobile, echo-dense mass, consistent with infectious vegetation. Laao endocarditis was diagnosed as a result. Within 3 days of admission, the patients clinical condition improved, the white blood cell count normalized, the crp and procalcitonin blood levels declined, but did not normalize. Repeated sets of blood cultures obtained 5 days after initiating the antibiotics were negative. It was recommended the complete removal of the device, but the patient refused. The patient subsequently died two weeks later as a result of progressive endocarditis and multiple pre-existing co-morbidities. (B)(6).

Manufacturer narrative:
As reported in a research article, an amplatzer amulet was implanted in a patient with arterial hypertension, pulmonary hypertension, severe tricuspid regurgitation, permanent af, and recurrent bleeding on oral anticoagulation. 20 months later, the patient presented with fever and fatigue lasting for two days accompanied by chills and decreased alertness. On admission, the initial work-up revealed an elevated white blood cell count, c-reactive protein level, and high procalcitonin level. Laao endocarditis was diagnosed as a result. The complete removal of the device was recommended, but the patient refused. The patient subsequently expired two weeks later as a result of progressive endocarditis and multiple pre-existing co-morbidities. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported patient effects of fever, fatigue, elevated white blood cell count, and infection could not be conclusively determined. B2 death date: death date is estimated. B3 event date: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided.